Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed two safety disk checks.

Manufacturer narrative:
Additional contact details: (B)(6). Getinge field service engineer (fse) I was not able to duplicate the error but while testing getinge field service engineer (fse) found that the k6 - k8 leak test would fail about every other time, with test #1 being way out of spec (and k8 leaking visibly on the display). Getinge field service engineer (fse) replaced the safety disk as the original had just reached expiration on hours. Getinge field service engineer (fse) still had leak issues while running the k6-8 leak test (intermittently). Getinge field service engineer (fse) replaced the drive manifold assy and calibrated the transducers. Completed a full pm, calibration, functionality, and safety test, all tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept. Received manifold with a reported unit failure of a failed leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. Failed the k6, k7, k8 leak test. Fat was able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4).the non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.